Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined (B)(4).

Event description:
The patient was hospitalized due to cardiac perforation from the right ventricular lead. The cardiac perforation was confirmed with a fluoroscopy and echography. A pericardiocentesis was performed to treat the perforation and the system was extracted and revised with good electrical parameters. The patient is in stable condition.